Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) display was out of specification. It was indicated that the display flex cable was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) display screen will not illuminate. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.